Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-01454. It was reported that wire detachment occurred. A 330cm rotawire¿ and a rotablator burr were selected for use. During preparation, the rotational speed of the burr was adjusted outside patient's body. However, it was noted that the wire got detached near the burr and the burr contributed to the detachment of the wire. The burr was then checked and there were no defects observed. The procedure was not completed due to the issue occurred. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The device returned has wire broken, as part of overall visual revision. Visual inspection of the device revealed a body broken due to rotational wear, the damage is located approximately at 190.2 cm from the proximal end; the other section of the guidewire measures 140 cm and, the distal tip is kinked. Dimensional inspection of the outer diameter (od) of the distal, middle of the device and the proximal section were within specification. However, dimensional inspection of the overall length could not be performed due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times). Do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire." (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01454. It was reported that wire detachment occurred. A 330cm rotawire¿ and a rotablator burr were selected for use. During preparation, the rotational speed of the burr was adjusted outside patient's body. However, it was noted that the wire got detached near the burr and the burr contributed to the detachment of the wire. The burr was then checked and there were no defects observed. The procedure was not completed due to the issue occurred. No patient complications reported.